Manufacturer narrative:
Any further information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician could not duplicate the reported problem of the ¿lap top ventilator 1150 did not alarm.¿ non-invasive testing was performed. During the final test procedure, the ventilator had a slight non-conformance with the flow output measurement. This slight non-conformance would not result in a failure to ventilate properly. The ventilator passed all alarm testing and a 24 hour extended test run using the customer¿s ventilator settings. The event trace was downloaded for review. It contains captured events from (B)(6) 2011 through (B)(6) 2012. The alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. The incidence counts for these alarms appear to be consistent with the usage time for the particular power-on/power-off sequence. The date of the reported incident was (B)(6) 2011. The event trace indicated that this operational period started on (B)(6) 2011 at 01:48 pm and ended on (B)(6) 2011 at 09:31 pm. The event trace indicated that the ventilator issued a low peep pressure alarm condition 25.8 minutes prior to being properly powered down. This entry has no associated alarm clear entry.

Event description:
The customer reported model lap top ventilator 1150 failed to alarm. The patient expired while connected to the ventilator.